Manufacturer narrative:
The rapid infuser was returned for investigation and was tested using our standard operating procedures. Upon receipt, it was determined that there was a damaged solder joint on a cable on the heater control board, which caused the unit to exhibit a "heater power I/o fault" alarm. We are unable to determine the root cause of the damaged solder joint. The manufacturing records for this serial number were reviewed and nothing notable was observed. When the rapid infuser detects a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, and sounds an audible alarm. There was no patient injury reported, but we have reached out to the user facility to obtain additional information about the case and the status of the patient. It was reported that another unit was brought in to complete the case. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the rapid infuser exhibited a "system error #204" (heater power I/o fault alarm). Another unit was brought in to finish the case.